Event description:
Patient identifier: (B)(6). Date of event: estimate (B)(6) 2011 according to the information received, the tip of a suction catheter broke off during surgery. The tip was recovered during the surgical procedure.

Manufacturer narrative:
The device and fragment have been returned. It was observed near the distal eye of the cannula some strips and a hole of 7 mm long and 2 mm wide corresponding to the shape of the fragment received. This compliant is confirmed as reported.